Event description:
It was reported that the customer was changing his infusion set when insulin started to squirt out of the tubing and the insulin pump alarmed compromised force sensor system. The customer also stated that the drive support cap was sticking out. The customer's blood glucose was 127 mg/dl. Troubleshooting was done. Explained that the alarm may have been caused when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose and or protruded drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.